Event description:
It was reported that an occlusion alarm occurred and the customer's blood glucose (bg) level subsequently rose to "high" per cgm meter. Due to the high bg the customer went to the hospital and experienced nausea and vomiting. A system check was performed, and no issues were identified. Supplies were changed; however, the customer continued to experience occlusion alarms. The customer was treated with manual injections and left the hospital later the same day. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.